Event description:
It was reported that the patient was readmitted from (B)(6) 2022 for a concern of driveline infection. The patient was found to have 2/2 blood cultures positive for candidate glabrate on (B)(6) 2022 that cleared up by (B)(6) 2022. Driveline was infected with methicillin-resistant staphylococcus aureus (mrsa). The infection was briefly treated with intravenous micafungin and the patient was discharged on posaconazole and doxycycline.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.